Manufacturer narrative:
(B)(4).

Event description:
Following admission to ER, a patient was sent to facility in order to undergo a dialysis treatment. During treatment, a blood sample was taken and the result confirmed the presence of hemolysis. No kinking or anomaly on the bloodline was reported for the blood circuit during treatment. No additional information is available.